Event description:
It was reported that there was a crack in the main body of a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the sample was received and an evaluation was performed to investigate the reported event. During visual inspection of the photograph, the transfer set was identified to have a cracked/broken light blue main body. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the sample was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.